Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:sample issue.

Event description:
Customer called stating that he was receiving an e-5 message when testing his blood. Customer stated that felt thristy. We tried running another blood test, issue persist (e-5). Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. An attempt was made to gather more information from the customer but the customer became uncooperative.